Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt) has been confirmed. Upon investigation the electrode belt was unable to complete a falloff test. The ECG "c" cable was broken causing the faults. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.